Event description:
Reported as erosion. Follow up findings from the doctor reveal: "this patient had a gastrorrhaphy (suture of a perforation of the stomach), a stomach perforation, and infection." Additional follow up findings from the doctor reveal: "the band directly eroded the stomach causing inflammation and infection which tracked along the port tubing resulting in an intra-abdominal abscess that was intra-peritoneal and walled off by the omentum... All of which was located adjacent to and below the port site.... Treatment involved band explanation, abscess drainage, and at two week course of intravenous clindamycin. The patient appears to have recovered completely from this event."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Pain, infection, stomach perforation and erosion are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the devices is required." Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.